Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/elective replacement indicator (eri). Time of eri in save to disk occurred on (B)(4) 2011, device eri<=2.61 v. 1 patient alert for low battery voltage occurred on (B)(4) 2011. Weekly log battery voltage trend data shows min bat=2.66 to 2.59 volts between (B)(4) 2011 and (B)(4) 2011. Actual device analysis primary analysis was inconclusive. Analysis revealed that the device did not meet expected longevity, the cause is unknown. Further analysis of the battery did not find a root cause of the rapid voltage depletion seen in the performance data voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure and lithium material near the cathode tab, however. There was no visible short since the lithium was not touching the cathode tab or exposed cathode material.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/elective replacement indicator (eri). Time of eri in save to disk occurred on (B)(6) 2011, device eri<=2.61 v. 1 patient alert for low battery voltage occurred on (B)(6) 2011. Weekly log battery voltage trend data shows min bat=2.66 to 2.59 volts between (B)(6) 2011 and (B)(6) 2011. (B)(4) actual device analysis primary analysis was inconclusive. Analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the battery of the device had reached the elective replacement indicator (eri) voltage earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.